Event description:
It was reported that a patient experienced sharp edges on their aligner; no injury resulted.

Manufacturer narrative:
After reviewing the records generated during the manufacturing process (DHR) and the evidence provided (photos), we determined that the issue described in the reported event originated during the laser trimming process and was not detected during the in-process inspection.